Event description:
It was reported that upon opening the sterile package of the custom tubing pack, a flap of the tnt drape from the transporter was observed protruding a few centimeters beyond the sealing line, creating a risk of compromising sterility prior to use. The pack was deemed not usable due to the risk of loss or failure of sterility. The use of the device was unspecified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B.5.the device was replaced. Medtronic received additional information that there was no missing or wrong devices or components in the package. The sterile seal was not intact due to transport issues. The device was sealed/located in the 'seal'. Tnt was referring to the tracking company, fedex. Fcd code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.